Event description:
It was reported that the pt underwent surgery with a revision autologous patellar tendon graft acl with partial medial meniscectomy. At surgery the device tip broke off and floated down in the popliteal recess. A right posterolateral knee incision was made and fluoroscopy was used to identify and remove the piece. The procedure was extended 2.5 hours. It was believed that the event should not adversely affect the pt's outcome on a long-term basis. Subsequent to the surgery the pt experienced numbness along the anterior aspect of the left thigh and the same leg "gave way" when the pt got up and tried to move. The pt's leg could be extended, but quad strength was 5-/5-. The pt was "somewhat unsteady" given the fact of a femoral nerve block on the right. The pt underwent physical therapy on the same day, but still had difficulty with steadiness. By evening, the pt "felt comfortable" returning home. It was believed by the surgeon that the numbness in the anterior aspect of the leg with a mild quad weakness was caused by some transient compression along the femoral nerve due to the operation having lasted from between 3.5 to 4 hours and the pt having a belt over the waist to the upper thigh area. It was expected that this would resolve given time alone. Additional info was requested, and later it was reported that the numbness in the left anterior thigh and knee had resolved and there now was normal motor strength in the left quad.

Manufacturer narrative:
Final device investigation found that the distal tip of the inner shaver was detached. The break was at the point where the teeth of the inner met the inner shaft.